Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. It was observed that the flush port of the catheter broke off. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. It was observed that the flush port of the catheter broke off. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has not been received at boston scientific post market laboratory at the time.

Manufacturer narrative:
The device has not been received for analysis. However, there is a picture attached in the complaint where it is possible to observe the flush port luer detach from the device. The manufacturing deficiency cause code was selected for the finding luer separation / detachment of device or device component.

Manufacturer narrative:
The device has been received for analysis. During product analysis it was found that the strain relief was detached from the luer. The manufacturing deficiency conclusion code was selected for the finding of strain relief/luer detachment, which is assumed to be the reason for the reported allegation.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. It was observed that the flush port of the catheter broke off. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.